Event description:
Customer reported that he receives constant no delivery alarms. Customer stated that one out of five infusion sets results in a no delivery alarm. Customer stated that he has experienced extremely high blood glucose and ketones. Customer was very upset about the product quality. Customer could not be reached to collect additional information or troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.